Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the apex locator of a vdw.gold reciproc does not work ( no sound/no visual sign ) when it comes to the apex length. Outcome of patient injury is pending.

Manufacturer narrative:
Additional information received: no injury occurred. Investigation results: investigation and repair done by ds maillefer/siroforce ticket no. 8001357617: file clip cable and lip clip cable defect and replaced. Motor holder broken. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code : 4580, health effect - impact code : 4648, the correct codes for this complaint are: health effect - clinical code : 4582, health effect - impact code : 2199, this is a follow up report to correct this code.